Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the scs ipg became inoperable after the patient stopped using and recharging the system for several months due to diminished pain. Troubleshooting with an alternate charging system was unable to resolve the issue. Subsequently, surgical intervention may be the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced with a new model which resolved the issue.